Event description:
Caller states that the pt tested 2.6 inr on the device and 4.8 inr on a comparison lab. No action was taken based on the device results. No adverse event reported. Requested return suspect device and replacement was sent.